Event description:
Customer reported that she was having problems with her sensor. Customer stated that it was giving incorrect readings. It was showing low blood glucose, but the correct blood glucose was 263 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.